Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient¿s right ventricular lead was exhibiting increasing impedance values, as well as increasing capture thresholds. The patient underwent a lead revision on (B)(6) 2019. The lead was capped and replaced.